Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an triathlon insert was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. The triathlon insert trial is fractured into two pieces. Material analysis has been performed and concluded: "fracture consistent with an overload condition." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: visual inspection confirms device was returned fractured in two pieces . A material analysis has been performed and concluded: "fracture consistent with an overload condition." If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.